Event description:
It was reported that pump displayed malfunction code and recurrent alarm while not charging, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support but could not complete reset due to frequent alarms and charging issue, and pump was subsequently replaced by technical support with no further action required.